Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was experiencing repeated pectoral muscle stimulation. The lead was noted to have had a lead impedance warning and the polarity had been programmed to unipolar. The lead impedance was noted to be stable. The lead is still in use and plans were made for additional assessment at the patient's next visit. No further patient complications have been reported as a result of this event.